Event description:
It was reported a pt underwent a laparoscopic procedure and intergel was used. A few days after the surgery the pt reported leaking a "pinkish gold" watery fluid from the laparoscopic port. The pt went to the emergency room. There was no leukocytosis, electrolyte imbalance or evidence of urinary tract or bowel injury. Although there was no pain, the pt reported feeling bloated or full. The condition was reported appearing to resolve without additional intervention. It was also reported that this case involved extensive laparoscopic surgery leaving large areas of raw surface from which the peritoneum was stripped off. In addition, four of twelve pt's undergoing laparoscopic procedure by the same physician, had identical descriptions.